Manufacturer narrative:
It was reported the device was explanted due to infection. This report is submitted on 9 march 2021.

Event description:
It was reported the device was explanted due to infection.

Event description:
Per the clinic, the patient experienced skin issues resulting in extrusion of the device. The patient was placed under general anesthesia on (B)(6) 2020, in order to explant the device. The patient has not been reimplanted with a new device as of this report.